Event description:
A problem with the citadel plus side rail was reported to arjo by the customer staff. The customer requested to replace the left side rail as it was broken. There was no indication that any patient was involved when the malfunction occurred. No injury was reported.

Manufacturer narrative:
A problem with the citadel plus side rail was reported to arjo by the customer staff. The customer requested to replace the left side rail as it was broken. There was no indication that any patient was involved when the malfunction occurred. No injury was reported. After receiving the communication about the malfunction, an arjo service technician was dispatched to conduct a bed¿s inspection. It was found that the side rail panel (plastic part of the safety side) was loose and still connected to the side rail mechanism. Additionally, there was found that the cable located inside the side rail was damaged. The technician replaced the safety side and conducted the quality control (qc) check. The bed passed the qc check and was released for further use. To conclude, the complaint was decided to be reportable in abundance of caution based on initial customer¿s allegation. Upon the conducted investigation, it was clarified that the side rail panel was only loose. According to instruction for use (831.374), section maintenance, it is recommended to check operation of the side rails daily. If the result is unsatisfactory, the service repair should be requested. The customer was aware the malfunction and requested a service as per IFU. No patient was involved when the issue occurred and no injury was reported. Based on the above and lack of evidence that this malfunction ever resulted in adverse event we believe that it is unlikely that this scenario may contribute to serious injury.

Manufacturer narrative:
Analysis of collected information is ongoing. No final conclusions are available at this time.

Event description:
A problem with the citadel plus side rail was reported to arjo by the customer staff. The bed was inspected and it was found that the side rail panel was broken off the side rail mechanism. There was no indication that any patient was involved when the malfunction occurred. No injury was reported.